Manufacturer narrative:
On 09/09/2016 aso received additional information with pictures from the consumer. Retained samples were submitted to the lab for testing. A review of incoming material also confirmed that the adhesive tapes used to manufacture the dilator were within specification.

Event description:
Consumer reported that one strip peeled off the skin on her left side of nose after using the product for the third time.